Event description:
Customer reported he was hospitalized with diabetic ketoacidosis. Blood glucose at the time of admission was 597 mg/dl; he experienced vomiting. It was stated the drive support cap is recessed. Time and date were incorrect. Basal rates and bolus wizard are unknown; customer will follow with doctor as some adjustment has been made. No further troubleshoot as the customer was currently not wearing the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.